Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 78 mg/dl. Troubleshooting was done. Customer requested for insulin pump due to issue was reoccurring and customer thinks the insulin pump has a malfunction. No further information provided.

Manufacturer narrative:
The pump passed the displacement and excessive no delivery tests. However, the pump was unable to prime during the prime test due to a faulty force sensor. No unexpected no delivery alarms were noted. The pump also had minor scratches on the lcd window, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.